Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that an analysis was requested due to a suspicion of early battery depletion when it comes to this device. The battery of this device showed eleven years longevity in (B)(6) 2021, but showed one year of battery longevity at the most recent follow up. Technical services (ts) review the device data and confirmed that the device was exhibiting premature battery depletion. The device should be replaced within ninety days. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that an analysis was requested due to a suspicion of early battery depletion when it comes to this device. The battery of this device showed eleven years longevity in (B)(6) 2021, but showed one year of battery longevity at the most recent follow up. Technical services (ts) review the device data and confirmed that the device was exhibiting premature battery depletion. The device should be replaced within ninety days. The device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Event description:
It was reported that an analysis was requested due to a suspicion of early battery depletion when it comes to this device. The battery of this device showed eleven years longevity in december 2021, but showed one year of battery longevity at the most recent follow up. Technical services (ts) review the device data and confirmed that the device was exhibiting premature battery depletion. The device should be replaced within ninety days. The device was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that an analysis was requested due to a suspicion of early battery depletion when it comes to this device. The battery of this device showed eleven years longevity in december 2021, but showed one year of battery longevity at the most recent follow up. Technical services (ts) review the device data and confirmed that the device was exhibiting premature battery depletion. The device should be replaced within ninety days. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.